Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ant3, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins) during a trial for a pain spinal cord neurostimulator therapy. Specifically, patient symptoms of increased accidents and a return of symptoms were noted. It was noted that the manufacturer¿s representative was aware of the loss of therapeutic effect was occurring during the trial and the return of symptoms was not reported until after the trial was completed. Follow up information reported that the trial for the pain spinal cord neurostimulator therapy began on (B)(6) 2013. If additional information is received, a follow up report will be sent.